Manufacturer narrative:
During the investigation of a similar case in 2016 maquet got new investigation results and decided on (B)(6) 2016 to initiate a field action for this issue. Because of the new investigation results maquet reassessed this case as reportable event. Probably rough handling during the transportation led to the breakage. The breakage was possibly promoted by a not optimally executed weld joint. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported to maqet that after delivery they opened the package and found a broken weld at the fixture (B)(4). No patient involvement, no injury was reported to maquet. (B)(4).